Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: fpa. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 367336, batch no. Unknown. It was reported that during use of the bd vacutainer® push button blood collection set the rubber sheath on needle at end of luer is not falling back over the needle. Blood was leaking out through tube holder. The following information was provided by the initial reporter: "rubber sheath on needle at end of luer is not falling back over the needle after the tube is removed causing blood to leak out through tube holder. Also potential needle exposure."

Event description:
Material no. Unknown batch no. Unknown. It was reported that during use of the bd vacutainer® push button blood collection set the rubber sheath on needle at end of luer is not falling back over the needle. Blood was leaking out through tube holder. The following information was provided by the initial reporter: "rubber sheath on needle at end of luer is not falling back over the needle after the tube is removed causing blood to leak out through tube holder. Also potential needle exposure."

Manufacturer narrative:
D.4. Catalog #: unknown.